Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient experienced loose epithelium on the right eye (od) after a laser treatment on (B)(6) 2019. The patient¿s comments were of blurred vision, light sensitivity, and decreased vision. The surgery center reported the event is lasting and disabling, significantly are interfering with daily activities. Topical steroid dosage was increased. The patient symptoms and visual acuity have improved. Pre-op bcva from (B)(6) 2019: right eye pre-op 20/25 -1.00 x -.75 x 92; left eye pre-op 20/20 -1.75 x -.75 x 112.

Manufacturer narrative:
Date of event date changed to (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.